Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient reported bleeding from the stoma one time a day. Saw ostomy nurse at the date of the report. Product use and skin care instructions provided.